Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer. The fse indicated that the prior to their arrival the customer had replaced the chloride electrode and sample pot which was previously installed incorrectly. The fse performed ise calibration and verified system performance. Bec quality assurance contacted the fse who indicated the customer stated that replacement of the chloride electrode and cleaning the sample pot resolved the issue. The failure mode is a defective chloride electrode and dirty sample pot. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k) on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics.